Manufacturer narrative:
The lens was received for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion.

Event description:
It was reported that the lens was implanted and removed. An anterior vitrectomy was performed after the lens was removed. The reason for the removal of the lens and the vitrectomy was not provided. No information has been received the lens injector used during the event. Additional information has been requested but no new information has been provided.